Manufacturer narrative:
Quality control (qc) was run prior to the event and recovered within specification. Sample collection and method of analysis was not provided by the customer. A bec fse was dispatched to evaluate the instrument. The fse found the old style stepper stirrer motor was not stirring correctly. The fse replaced the old style stepper stirrer motor with the new modular chemistry (mc) cup brushless stirrer motor. Fse verified the system performance and the system was resumed.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated false high creatinine module (crem) patient results that were reported out of the laboratory. The number of erroneous patient results reported out of the laboratory was not indicated by the customer. The physician questioned the erroneous results. The customer only provided the original and the rerun results for one patient. Patient demographic information (age, date of birth, gender, and weight) was not provided. The customer refused to provide any patient data. The customer reran the sample on an alternate instrument and obtained a lower result. The initial crem result provided recovered a value of 24.7 mg/dl and the rerun result provided recovered a value of 2.49 mg/dl. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.